Event description:
A customer contacted beckman coulter inc. (Bec) and reported an evidence of fluid on top of sample tubes on their unicel dxc 600 pro instrument after sample racks have exited the system. Customer observed an overflow of the closed tube sampling blade wash station. The leak was contained to the instrument. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer stated she was able to successfully clean and dike the leaked wash solution with absorbent towels. Customer has msds onsite, but they were not needed or utilized. Hospital has a hazard plan at their facility. Customer was not injured and there was no danger from trip/fall. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The leaked fluid was a dilute wash concentrate ii reagent. The customer estimated the volume of the leaked material was <25 ml. In-house service identified and cleared an obstruction from the closed tube sampling (cts)-cap piercer waste valve 3 (v3), and the issue was resolved. No bec on-site service call was initiated for this event. The cause of the leak was an obstruction of the cts-cap piercer waste valve 3. (B)(4).